Manufacturer narrative:
This report filed, 1/13/09.

Event description:
Per the surgeon, the pt originally had meningitis pre implantation. Pt has had three weeks of IV antibiotics with no improvements. Reportedly, a brain abscess has developed. Reportedly, the pt has "cerebritis."